Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 25 previously reported events are included in this follow-up record. Product return status: 15 devices were received. 10 devices were not available for evaluation. Additional information 25 devices were not reprocessed or reused.

Event description:
This report summarizes 25 malfunction events in which the device or cutting accessory fractured. 8 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 25 events were reported for this quarter. Product return status: 10 devices were received. 10 devices were not available for evaluation. 5 device investigation types have not yet been determined. Additional information: 25 devices were not labeled for single-use. 25 devices were reprocessed or reused.

Event description:
This report summarizes 25 malfunction events in which the device or cutting accessory fractured. 7 events had no patient involvement; no patient impact. 18 events had patient involvement; no patient impact.